Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. The device was attempted to be interrogated with multiple programmers without success. A surface EKG exhibited that pacing support was being provided; the patient was asymptomatic. There were no present grid markings, making it difficult to accurately determine the pacing rate during the magnet application. A software device download was attempted but a message prompted noting that the device was at elective replacement indicator and the attempt was cancelled. An attempt to retrieve the device image was made but this failed multiple times. The device was explanted and replaced on (B)(6) 2016.